Manufacturer narrative:
Additional information: b5: upon receiving the pump, the distributor performed a history review and system check. Customer did not have a cartridge filling issue. History showed intermittent multiple cartridge and malfunction alarms occurred. H6: removed 1383 added 1503, 1384. H10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 150 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H6: code 1233 removed; 1383 added. H6: code 1233 removed; 1383 added.